Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient had lost weight and the position of the ipg became uncomfortable for him. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.